Manufacturer narrative:
Reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that an electric pen drive device and a burr attachment device, while in use together, generated heat and would not stop rotating even if the hand switch was disconnected. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no human patient involvement as the device was used for veterinary purposes. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date the device was returned to the manufacturer was reported as august 22, 2018 and has been updated to september 13, 2018. The actual device was returned for evaluation. The device was evaluated and no failure was identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a suplemental medwatch will be submitted accordingly.